Event description:
Our lab uses coulter 5c cell control on our coulter maxm hematology analyzer. The maxm uses needle piercing technology to aspirate the sample. The product number is 7547001. Last month I was running the 3 levels on control and noticed blood on the cassette carrier. I cleaned it and found that blood continued to accumulate from leakage of the abnormal ii vial. I threw away the vials and used new ones. The abnormal ii control again began to leak after several usages. The lot number was 1028046k, expiration date 3/7/08. This month we started a new lot number 1028053k, expiration 4/6/08. I was hand rotating the controls and noticed drips of blood on the floor. Again the abnormal ii vial was leaking. I notified coulter hotline about the problem and spoke to rep. I sent the vial to coulter.